Manufacturer narrative:
Follow-up #1: date of submission: 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the audio bolus button cover was missing. A leak test failed due to audio bolus button cover. There was moisture corrosion on bolus button pins. Visable moisture was seen on display. Opened pump, moisture corrosion found on pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. Potentially reportable because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.